Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient received a hip implant on date (B)(6) 2010. The devices have resulted defective. The patient was "recalled" by the health facility for check and high cr-co ions levels were found (7.66 microg./l of cr and 11.34 microg/l of co). Patient had also pain. Doi: (B)(6) 2010: dor: (B)(6) 2019: hip unknown.